Event description:
It was reported, the peel-away sheath broke in the middle (on the side) during removal. The physician was able to remove the device. No patient harm or injury. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4) the customer returned one peel-away sheath and lidstock for evaluation. Signs of use in the form of biological material were present on the sheath body. Visual analysis revealed, that the sheath was returned in two halves. The sheath had already been completely torn down one of the score lines. It appeared, that the sheath initially peeled along the score lines, but then one of the halves separated from the sheath body instead of continuing to tear along the score line. The sheath separated 40 mm from the distal tip. The total length of the sheath measured 4.5", which is not within the specification limits of 3.875"-4.125". Per the catheter peel-away graphic. The inner and outer diameters of the sheath body could not be accurately measured, since the sheath had already been completely torn down one of the score lines. The sheath was not able to be functionally tested, since it had already been torn. A manual tug test confirmed, each half of the sheath was secure to its tab. R & d was contacted to verify, the root cause. It was determined, that manufacturing likely caused this event. A device history record review was performed, and no relevant findings were found. The IFU provided with this kit instructs the user, "advance soft tip guidewire/catheter tip as a unit through peel-away sheath, while maintaining control of distal end of guidewire. Advance catheter to final indwelling position. Grasp tabs of peel-away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length". The report of a damaged peel-away was confirmed, through complaint investigation. Visual analysis revealed, that the one half of the peel-away sheath had separated from the remaining portion. A device history record review was performed, and no relevant findings were found. Based on the customer report, the sample returned, and feedback from r & d, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: b)(4).

Event description:
It was reported the peel-away sheath broke in the middle (on the side) during removal. The physician was able to remove the device. No patient harm or injury. The patient's condition is reported as fine.